Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 09/15/2016, that on (B)(6) 2016, the patient was hospitalized for low blood sugar. Patient was not wearing the continuous glucose monitor (cgm) at the time of the event. There was no alleged device malfunction. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.